Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed based on an onsite evaluation performed by an abbott representative. According to the account, the alarms were intermittent since the time of implant and responded well to staying hydrated and being normotensive. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. It was reported that the patient¿s blood pressure was controlled. It was reported that the patient had a smaller left ventricle and the center requested a low flow controller upgrade. On (B)(6) 2021, the heartmate 3 low flow software was successfully installed on the patient¿s primary and backup system controllers. The account stated that the right heart (rh) dysfunction did not exist prior to the left ventricular assist device (lvad) implant. The account communicated that the rh dysfunction was not device related; the pump operated as expected. The patient did not experience any clinical symptoms. The center continued to monitor the patient. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, document is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent low flow alarms since time of implant. The patient had mild right heart dysfunction, frequent hypertension, tenuous diuretic, and antihypertensive dosing. The low flow alarms responded well to hydration and being normotensive.